Event description:
Consumer stated two of the equate easyflex total power replacement toothbrush heads broke off under two months. The part that broke off was the part that held the bristles, the part that spins. Consumer didn't keep the brush heads.